Event description:
It was reported the patient experienced a significant increase in pain. A myelogram showed evidence of thoracolumbar arachnoiditis with arachnoid adhesions. The patient improved with increased medication. The drugs in the pump were fentanyl and bupivacaine. The patient recovered without sequela.